Event description:
The reporter stated that the venogram tubing broke post injection. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The device history was reviewed with no issues noted. Review of the complaint database indicates this is the only reported complaint on this product code in the past 24 months. The reporter indicated that the sample was available; however, the sample has not yet been received for evaluation. Smiths was unable to confirm the issue without returned product evaluation. A follow up MDR will be submitted should information becomes available which impacts the outcome of this investigation. No additional action is necessary at this time.